Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracks in the case, internal moisture corrosion, and a worn battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: leak test failed due to battery compartment crack and case crack. Case was cracked in the upper right corner between the lens and case seal. Removed display and found corrosion on back of display, and surrounding components. No visible moisture or corrosion from the exterior of the pump. Battery compartment cracked from threads to case seal. No moisture or corrosion in battery compartment or on battery cap spring. Threads on both compartment and cap intact. No visible damage to o-ring. Able to fully tighten battery cap with no yellow o-ring showing. The coin slot on the battery cap was worn. The battery cap threads were intact. Battery cap measurements were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.